Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ silicone migration: unable to observe as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed. As per the investigation procedures, observed broken device and missing piece of shell also observed wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "silicone migration to axilla onto an enlarged lymph node confirmed via mammogram and ultrasound and there is a crease on the device¿, and "a bilateral implant removal from textured to smooth due to the concerns of the product". This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "silicone migration to axilla onto an enlarged lymph node confirmed via mammogram and ultrasound and there is a crease on the device¿, and "a bilateral implant removal from textured to smooth due to the concerns of the product". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, lymphadenopathy. A review of the device history record has been completed. No deviations or non-conformances noted.